Event description:
It was reported that blue liquid was observed coming out of the tip of the scope during reprocessing after a diagnostic upper gastrointestinal endoscopy procedure. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, the specific foreign material found was identified as indigo carmine. However, despite correctly identifying the material, a definitive root cause for the reported failure mode could not be determined. However, investigators believe it¿s likely that the foreign material may have been unremoved because the material had accumulated in the channel near the distal end section and was not completely discharged during reprocessing due to a potential deviation from the recommended IFU reprocessing steps. Olympus will continue to monitor the field performance of this device.